Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 456-600 mg/dl, with a high level of ketones; cause was unknown. Bg was addressed via a correction bolus, and manual injections. System check was performed by tandem technical support and the pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.